Event description:
It was reported that there was an alert/notification settings issue. Performance data has been received but is pending evaluation. The investigation will assist in complaint confirmation and root cause determination.

Manufacturer narrative:
(B)(4).